Event description:
During an injection of IV contrast for a CT scan, using an l-f injector, the technologist heard a pop and hiss and stopped the injection. In viewing the CT images, they saw paricardial air levels.